Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high and sudden increased impedance on the right ventricular (rv) lead. There was also report of possible fracture. The lead was capped and replaced. It was also reported while using the guide catheter in order to search for coronary sinus pericardial effusion occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.